Event description:
The device was applied during a laparoscopic hernia repair procedure. Reportedly, the pneumoperitoneum was leaking through the body housing. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.